Event description:
It was reported that during a non-device related procedure, electrocautery was used. The physician thought the patient had a pacemaker and not an ICD. Therefore, no device settings were changed for the procedure. As a result, the device delivered atp therapy. The procedure was completed without any anomaly or adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.